Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneously high retic results on a baby sample with a retic of 28.24% and absolute retic count of 1.001 with instrument(coulter lh 780) generated flag (+) indicating that the results exceeded the reportable range. The erroneous result was not reported out of the lab, as the analyzer generated flags to alert the operator to review the results. A manual count was performed and a count of 0.5% was obtained. The result of the manual count was accepted as the correct result and was reported out. No death or change to patient treatment is associated with this event.

Manufacturer narrative:
Sample collection and storage information was not provided for this cf. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident. Raw data files were not available for analysis. Several attempts were made to obtain raw data files, however they were unsuccessful. Service was not dispatched. Root cause is unknown. However the instrument did generate a flag that alerts the operator to further review the specimen.